Event description:
It was reported that the right ventricular (rv) lead impedance had a sudden rise. It was noted that thresholds had also risen. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.